Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the reported lot numbers. The device history record review for lot cc0560mt and zu0569mt was completed by a third party to check the third party assembly process. It was documented that the device met all specifications upon distribution. Lot cc0560mt was manufactured on jan2025 and expires on 07jan2027. Lot zu0569mt was manufactured on dec2024 and expires on 30nov26. An image evaluation was completed on the provided photos. One image was reviewed. The reported event of pressure tubing issue was confirmed. Image showed the pressure tubing to be completely detached from the bond joint with male connector. The reported malfunction could be confirmed per the images, however, it was identified that the device was manufactured by a third party manufacturer. Per the third party manufacturer investigation, it was concluded that there was no evidence identified during the investigation to suggest a manufacturing or material-related cause.

Event description:
As reported, during use, the pressure tubing connected to the distal end of the connector detached. There was no allegation of patient injury.

Manufacturer narrative:
Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an evaluation was initiated to investigate an image provided by the customer and assess for any manufacturing related processes which could be correlated to the reported lot number. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.